Event description:
The reporter stated the haptic of an eyeonics lens was torn upon insertion. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The patient's current prognosis is excellent. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the injector and a loading error.

Manufacturer narrative:
.